Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2025. Investigation summary bd received one sample for investigation, which was visually inspected with no issues identified and underwent functional tests with all results being within specification. Additionally, a total of 100 retained samples were visually inspected with the closure correctly assembled and placed on the tubes, and no issues were identified. Furthermore, five retained samples were sent to the chemistry lab and all results were within specification. Ten retained samples were tested with all weights being within specification, and no issues were identified with the closure being loose or separating from the tube during or after testing. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sample quality and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.